Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) delivered several inappropriate shocks while this pacemaker dependent patient was straining. Review of the stored electrograms noted pacing inhibition. The physician was unable to recreate noise with patient valsalva maneuvers.